Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was in good condition.